Event description:
In (B)(6) 2007, I received a new insulin pump, accu-chek spirit from diesetronic, now roche insulin delivery systems, inc. In (B)(6) 2011, this pump was returned because of a recall by FDA and I was also experiencing problems with the operation of the pump. Roche sent me a new pump. In (B)(6) 2012, this pump failed to pump insulin as the previous one had done and I became very sick and had to go to my backup pump which was what roche directed me to do. In (B)(6) 2012, this backup pump also failed to pump insulin and I was sent another backup pump. Roche has told me that they cannot send me a new pump (permanent) one until (B)(6) 2013, because (B)(4) will not approve it. Each time these pumps have failed, it suffered high blood sugars, nausea, head aches, etc. I am now on a backup pump with no backup should this pump fail. All three pumps were returned to roche for eval. However, I have received no info about what the problems were. Dates of use: (B)(6) 2011 - (B)(6) 2012.